Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and it was found that the hybrid was damaged during analysis. The high current drain reported by the submitter was confirmed and was noted to be associated with rv pacing as the high current only occurred when a pacing load was inserted in the rv chamber. Related capacitors were noted to function nominally. During analysis the battery filter capacitors were noted to have higher than normal current drain and were shown to not have cracking. Although the battery filter capacitors were noted to be leaky, this did not fully account for the high current drain reported by the submitter. Further analysis to investigate the rv pacing current drain became unavailable as the pacing and regulator ic (l355), and the hybrid itself, were damaged while deprocessing the hybrid for the purpose of performing visual inspection of the bottom side of the battery filter capacitors.